Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 23cm d/l glidepath catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The catheter was patent to both infusion and aspiration. No leaks were observed throughout the catheter. The catheter was returned with the red luer clamp disengaged and the blue luer engaged. The tissue cuff was intact and had residue throughout. No other anomalies were observed. Therefore, the investigation is unconfirmed for the connection issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI #), g3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient getting prepared for a dialysis catheter placement procedure. Prior to the placement procedure, it was reported that the catheter was allegedly found not working and it could not connect. There was no reported patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a dialysis catheter placement procedure, the catheter was allegedly found not working and it could not connect. There was no reported patient injury.